Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned as a result of loss of capture, high threshold measurements, insulation damage and abnormal impedance measurements of 1792 ohms. It was indicated there was no asystole as a result of the loss of capture. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.